Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose at the time of event was 30 mg/dl. Customer's current blood glucose was 217 mg/dl. Customer treated low blood glucose with food and glucose tablets. Customer alleged that the insulin pump was over delivering insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at the time of event. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.